Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was an I&d due to pain. Poly swap was also performed.

Event description:
It was reported that there was an I&d due to pain. Poly swap was also performed.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and insufficient medical records were received. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.